Manufacturer narrative:
E1: initial reporter phone: +(B)(6).

Event description:
It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 8mm emerge balloon catheter was selected for use, but it could not reach the lesion and it was noted that the balloon was leaking gas. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that the balloon was leaking outside the patients body.

Event description:
It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 8mm emerge balloon catheter was selected for use, but it could not reach the lesion and it was noted that the balloon was leaking gas. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable. It was further reported that the balloon was leaking outside the patients body.

Manufacturer narrative:
Initial reporter phone: (B)(6).

Event description:
It was reported that balloon leak occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 2.50mm x 8mm emerge balloon catheter was selected for use, but it could not reach the lesion and it was noted that the balloon was leaking gas. The procedure was completed with another of same device. There were no patient complications reported. Patient was stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).